Event description:
It was reported the cdh29 was used during an unk procedure. It was reported there was an anastomosis following the formation of a hematoma. There was no leak at the time of surgery at the anastomotic site, but the there was a leak approximately ten days post operatively. A colostomy was required, but has been closed.) 10/28/97 the surgeon, reports two cases the problems with circular staplers. On the first case he indicated that during the course of the procedure for diverticular disease a cdh instrument used, there was a leak five days post operatively. The instrument appeared to function properly at the time of surgery, but there was an air leak which was handled with sutures when the anastomosis was leak tested. The pt required a colostomy which will require closure. On the second case, there was an anastomosis following the formation of a hematoma. There was no leak at the time of surgery at the anastomotic site, but there was a leak approximately ten days post operatively. A colostomy was required, but has been closed. There is no materials for co to examine.